Event description:
An original ICD and lead was implanted 8 years ago. Over a year ago, the pt received shocks from his ICD. Therefore the riata lead was capped/abandoned and a new right ventricular (rv) defib lead was inserted at that time. Now the ICD and leads were extracted secondary to questionable infection, cellulitis and discomfort at the ICD site. Cultures and lead tips were sent to cytology for testing. The insulation coils on the riata lead appeared broken under fluoroscopy prior to its removal by a laser sheath done today. The patient's outcome was fine. The patient will have another ICD and leads implanted once the infection has been cleared.